Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery contacts are compressed. Upper and lower case halves and both bail covers are broken. Lead flex cover is contaminated. Lcd (liquid crystal display) lens and keyboard window are scratched. The ring is bent.